Event description:
It was reported that this right atrial (ra) lead exhibited elevated thresholds. An x ray was performed to assess for possible dislodgement; although the lead position appeared unchanged, the physician suspected a micro-dislodgement and decided to surgically reposition the lead. During the procedure the stylet was inserted, and a fixation tool was used to retract the helix; however, the helix did not fully retract, with a portion remaining exposed. This rv lead was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.